Manufacturer narrative:
The reported issue of dim segments was confirmed. Physical inspection of the device noted the instrument seal was broken. Platen assembly, post, hinge, pins, springs, and buttons are all intact and do not interfere with the door operation. Latch sear is installed properly and do not interfere with the door operation. Corrosion was observed on the right side iui. Visual inspection of the board was performed, after disassembly and no damage, corrosion, or cold solder was observed. The boards were tested running a basic infusion at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. The pump module was tested by attaching the device to a cad pcu. The device alarmed channel error (210.5020). The exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials. Device history review: review of the sn (B)(4) service history record showed the device had a manufacture date of 12-nov-2011. A review of the device service history record was performed beginning from the date of manufacture to the present date 09-nov-2020 and indicated that this device has been previously returned for service (once) for dim segment issues. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the display board needed to be replaced due to missing segments. There was no patient involvement.